Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 420 mg/dl, cause was unknown. Customer¿s bg was treated intravenously with saline and insulin. Reportedly, customer left the ER 4 hours later with the issue resolved and no permanent damage. The customer alleged that the pump was not delivering insulin properly. Tandem technical support reviewed pump data logs and found that the pump performed as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.